Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was noted that the pacemaker was in backup vvi mode. The cause of the backup could not be confirmed but it was suspected that the patient may have been exposed to electromagnetic interference during an unrelated hospitalization. A device restoration was performed successfully. Patient was asymptomatic.